Event description:
It was reported that the lead exhibited noise. The noise could be reproduced with pocket manipulation. The physician decided to open the pocket for further investigation and noted an insulation abrasion. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.